Event description:
The hcp reported the patient did have trouble with the pump - "some type of pump failure and they were unable to administer morphine sulphate into pump". Patient was given oral analgesics so did not have problems with withdrawal. No studies were done on the pump to determine the malfunction. The plan is to replace the pump, but the date is not known. The patient is doing ok and maintaining on oral medication.